Event description:
A malfunction occurred on a customer's pump, as reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and the malfunction code did not recur after the reset. The customer declined a replacement pump, choosing to continue using the current one. Technical support advised the customer to reach out again if the malfunction recurred, and the customer acknowledged this advice.